Event description:
While withdrawing cyclophosphamide (chemotherapy) from a drug vial, the vial adapter leaked, causing the chemotherapy to flow out of the vial. The vial adapter leaked where the vented spike meets the blue syringe port.